Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the reported event. A visual inspection was performed with no issues noted. A power on self-test and a one hour simulated therapy were completed successfully on the device. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Upon conclusion of the investigation, no failures or malfunctions were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.